Event description:
(B)(4). Hi (B)(4), I'm a (B)(6) korean-american male living in (B)(6). I wear contact lenses every day. And I often use contact lens solution called "clear care." A week ago, I ran out of solution and bought a set of two clear care solutions. The set included a lens storage which looked a little different from the regular lens storage. Without paying much of attention to its warning label, I rinsed my lens with the solution to put the lens back into my eyes. Placing a rinsed lens back into my eye caused extreme burning and reddening of the eye. I had to rinse my eye with fresh water for an hour or so just to be able to read its warning label. Although it was written large red font, I did not notice it. I couldn't complain to the makers of the product because they did their part by putting a warning label on the package. Now that I was informed after reading the warning label, I did not make the same mistake. I did as the makers instructed, but, for some reason, I still felt burning and reddening, though not as severe as before, of my eye when I placed my lens back into my eye. I read an article which said that there is an advocacy group/lobbying group for this problem. Do you know who they are and may I have their contact information? Thank you for any help you may be able to provide. Medication not administered to or used by the patient. Relevant not materials provided. (B)(4).